Event description:
Medtronic received information via literature regarding results of the modified bentall procedure in a high-risk group of patients with acute type a aortic dissection. All data were collected retrospectively from a single center between 1996 and 20018. The study population included 314 patients (predominantly male, mean age 59 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 142 were implanted with a mechanical valve conduit (80% ats valved graft and 2% ats open pivot), 102 were implanted with a biological valve conduit and 70 were implanted with a xeno-homograft root (93% freestyle). Unique device identifier numbers were not provided. Among all patients, adverse events included: bleeding treated with re-exploration, low cardiac output, myocardial infarction (mi), permanent and temporary neurologic deficits (stroke, coma, paraplegia, monoplegia, paraparesis). Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: khachatryan z, leontyev s, magomedov k, haunschild j, holzhey dm, misfeld m, etz cd, borger ma. Management of aortic root in type a dissection: bentall approach. J card surg. 2021 may;36(5):1779-1785. Doi: 10.1111/jocs.15271. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.